Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, another manufacturer's stent became stuck inside a cook 10 french flexor guiding sheath. The sheath was removed with the stent still inside the device. The size of the stent, which became stuck in the distal part of the sheath, is unknown, but it was reportedly compatible with a 10 french sheath. Another new stent and sheath were used to complete the procedure. There was no harm to the patient due to this incident. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures was conducted during the investigation. A visual inspection of the complaint device was also conducted. One used and damaged kcfw-10.0-38-80-rb was returned to cook for investigation. A kink was noted 74 centimeters from the distal tip. The sheath separated inside the hub. Unraveled and exposed coils were noted at the separation point, 80 centimeters from the distal tip, as well as within the hub. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns, ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the IFU cautions, ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was a flexor guiding sheath. Upon return and initial evaluation of the sheath, it was noted to be separated and unraveled.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. The complaint device was a 10 french performer mullins sheath. The size of the stent, which became stuck in the distal part of the sheath, is unknown, but it was reportedly compatible with a 10 french sheath.

Manufacturer narrative:
Initial reporter occupation = cvt. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. The 510(k) for 10 french flexors is k142829. The 510(k) for 10 french performer mullins is 'pre-amendment'. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, another manufacturer's stent became stuck inside either a cook 10 french flexor or 10 french performer mullins sheath. The sheath was removed with the stent still inside the device. Another new stent and sheath were used to complete the procedure. There was no harm to the patient due to this incident. Additional information has been requested.